Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the wireless foot switch did not work in some places. The philips engineer suggested service, but the quote expired. Since the service quotation was not accepted by the customer, no service has been performed by philips. However, on the same day, the philips field service engineer (fse) inspected the system onsite and confirmed that there was a mechanical problem with the wireless footswitch. The fse repaired the cable inside the wireless foot switch and confirmed that all the buttons on the wireless foot switch were working. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wireless foot switch did not work in some places. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.